Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2015. During the procedure, two different acetabular cups were attempted to be implanted without success. The acetabular shells were not remaining fixed or sticking in the acetabulum during implantation. A new cup was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance and within appropriate design specification. A conclusive determination of the root cause of the event could not be made.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-03650 and 1825034-2015-03651).

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2015. During the procedure, two different acetabular cups were attempted to be implanted without success. A new cup was utilized to complete the procedure.